Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving an alarm on the homechoice (hc) machine during drain of the previous therapy. The technical service representative (tsr) assisted the home patient (hp) with reviewing the alarm log. A system error 2240 (air in line) alarm had occurred. The tsr explained the possible causes and advised to notify the nurse of the alarm. Product surveillance contacted the patient's wife on (B)(6) 2011. According to the patient's wife, they did not observe any holes, leaks, or defects in the supplies when the alarm had occurred. The wife stated that they have resumed therapy. Product surveillance advised to call should they have any issues. No further information is available. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.